Event description:
It was reported that the patient underwent a stenting procedure on (B)(6) 2012 and an xact stent was implanted in the mildly calcified right internal carotid artery. The patient was discharged to home on (B)(6) 2012. On (B)(6) 2012, the patient had a headache and was readmitted with possible cerebral hyperperfusion syndrome. Antihypertension medications were administered. Computed tomography scan results were negative. The patient was discharged to home on (B)(6) 2012. No additional information has been provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The reported patient effects of headache and neurological event are known observed and potential adverse events as listed in the xact instructions for use. Although a conclusive cause for the reported adverse patient effects and relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.